Event description:
It was reported that cgm displayed error message 42 during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset, confirmed error did not recur, and successfully started new sensor session, with no additional issues reported.